Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the implant had to be removed 10 days after its installation, because it was compressing the inferior alveolar nerve.